Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. Due to insufficient information being provided (i.e. Event date, system serial #, physician name) a site complaint history, event verification, and system/instrument log review could not be performed. No image or video clip for the reported event was submitted for review. This event is being reported due to the following conclusion: the patient reportedly underwent an ion endoluminal lung biopsy procedure and experienced pneumonia which resulted in them being hospitalized for eight days, and being given supplemental oxygen and IV antibiotics.

Event description:
Intuitive surgical inc. (Isi) became aware of a chest article titled, ¿shape-sensing robotic-assisted bronchoscopy in the diagnosis of pulmonary parenchymal lesions¿ (kalchiem-dekel, o., et al., 2021). Within the journal article, an operative complication involving an ion endobronchial biopsy procedure was noted: ¿a total of 4 ssrab-related adverse events were documented, for a total complication rate of 3.0%. Two patients (1.5%) sustained a pneumothorax, both of which required percutaneous drainage. There were no instances of significant hemorrhage, airway perforation, or deaths related to ssrab.¿ the author of the article defined the acronym ssrab to mean shape-sensing robotic-assisted bronchoscopy. The author specified that the only ssrab products they surveyed were ion systems and products. Refer to the reports with patient identifiers (B)(6) and (B)(6) for the reporting of the two pneumothoraces. On 15-sep-2021, additional information regarding this event was discovered in a supplemental of this article containing the appendices. In this appendix, e-table 5 documented that a (B)(6)-year-old female experienced aspiration pneumonia following an ion procedure. The patient was reportedly hospitalized for eight days and was given supplemental oxygen and IV antibiotics.